Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp unit. The fse was unable to confirm the customer complaint. No blood back occurred. Device passed all functional and safety tests according to factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) there was a suspected bloodback. The charge nurse happened to be walking by at some point and noticed about 2 inches of blood pulsating in the helium tubing.¿  she immediately stopped the pump,and placed it on standby. She clamped the helium tubing and prepared to remove the balloon. It appeared that no blood entered the console. There were no alarms prior to the balloon leak other than a gas gain alarm ¿maybe 45 minutes before hand.¿ they reported that they filled the balloon using the iab fill key and had no other issues.  Because the blood made its way toward the console, it was suggested they go ahead and send the console to biomed for inspection.  There was no patient harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)